Event description:
Allegedly, the driver tip broke off during surgery. No patient impact.

Manufacturer narrative:
H3: a visual inspection found the device exhibits obvious signs of breakage at the tip of the device.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off during surgery. No patient impact.